Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has also been reported that the 60 minute delay was due to lack of cement adhesion and to disassembling of the vanguard cr knee prosthesis.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard tibial component, catalog # unknown, lot # unknown; unknown femoral component, catalog # unknown, lot # unknown. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034 - 2018 - 00349.

Event description:
It was reported that surgical delay of 60 minutes due to unknown complication during revision of a tibial component. Additional information on the reported event is unavailable.